Event description:
The reporter got an er1 message and compared the test strip to the color chart. When retested, she found the results to be similar. No allegation of harm nor medical treatment was sought.